Event description:
It was reported that: whilst in bedside PICC placement training today, it was passed to me that a patient had a PICC removed due to a hole in the catheter. No other details were provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in a catheter is confirmed. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter between the 3 and 4 cm depth markers. The catheter was observed to be kinked at the location of this split as well as approximately 1.3 cm and 3.1 cm distal to the split. The ink on the extension leg as well as the 2-6 cm depth markers was observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, as well as along the creases of the additional kinks. The surface of the catheter material was observed to be less lustrous leading up to the edges of the split and the creases of the kinks. An additional, but much smaller split with similar features was found in the crease of the kink nearest the larger split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redz0524 showed five other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that: whilst in bedside PICC placement training today, it was passed to me that a patient had a PICC removed due to a hole in the catheter. No other details were provided.